Event description:
Device 1 of 3 reference manufacturer report numbers: 1627487-2010-00152 and 1627487-2010-00153. The pt received her scs system including an ipg and 2 leads on (B) (6) 2009. It was reported that at post-operative follow up, the pt exhibited signs of wound site breakdown at the lead insertion site which then required surgery and antibiotics to correct. It was reported that about 2-3 weeks later, the pt was admitted to the emergency room with an infection at the same location and was treated with intravenous antibiotics. The physician explanted the system on (B) (6) 2010 and does not have plans to reimplant the pt.

Manufacturer narrative:
Evaluation method: device history and sterilization records were reviewed. Results: device evaluation is still underway and results not yet available. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.